Manufacturer narrative:
The longevity estimation anomaly near elective replacement indicator (eri) was confirmed by reviewing the data in the device image and session records. Device functionality was performing per design, and it was determined that the overestimation was due to an estimation inaccuracy in the merlin programmer remaining longevity calculation. The software of the merlin programmer is performing per specification.

Event description:
It was found during analysis that the programmer exhibited an overestimation of battery longevity due to an estimation inaccuracy. An initial report on the patient's implantable cardioverter defibrillator (ICD) noted an estimated 4 months of battery life left at the time of an in person check in clinic but only 1 month later the ICD had reached (eri). A battery issue was initially suspected on the ICD, but subsequent analysis suggests the difference in longevity estimate was due to a longevity overestimation by the programmer. The patient was stable.